Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting having a patient that has tested flu b false positive multiple times. Customer does not have an exact time frame of testing or number of tests for the patient. Customer states pcr is negative. Two reports will be filed to represent unknown number of tests. Report 2 of 2